Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred six months prior. Customer declined troubleshooting or providing any additional information.